Manufacturer narrative:
A specific lot number was not provided.

Event description:
Information was received indicating that under infusion was noted when using the cadd cassette reservoirs - flow stop. It was reported that after administering the set amount of medication there is a remainder volume at the back of the cassette which is greater than the permitted 6 percent. There were no adverse events reported.